Event description:
On (B)(6) 2025, the patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using the gore® excluder® thoracoabdominal branch endoprosthesis (tambe) system, and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices in the branch vessels. The patient tolerated the procedure without reported complications. On (B)(6) 2026, a type 1c endoleak was identified at the level of the superior mesenteric artery. On (B)(6) 2026, the patient underwent endovascular reintervention with placement of an additional vbx device (9 mm × 59 mm) to treat the endoleak. The reintervention successfully resolved the event, and the device was patent at the conclusion of the procedure. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
A1: the patient identifier (in confidence) reflects the study subject number. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: endoleak and/or endotension. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.